Event description:
During a remote follow-up, episodes of automatic mode switch (ams) were recorded due to far-field r-wave oversensing were observed on the device. No known intervention has been performed. The patient was stable and will continue to be monitored.